Manufacturer narrative:
Previously reported information about the patient's follow up was incorrect. The correct information is provided here. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient has continuously cancelled follow up appointments and their next scheduled appointment is (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative indicating that the patient was scheduled for the permanent implant on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the healthcare provider¿s office had not seen the patient since their (B)(6) follow up, and did not know about these issues. This is conflicting information, as the patient¿s trial started on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the device stopped working on the morning of (B)(6) 2018 and started working again at 11:00pm. It was also stated that they had a spasm when they were urinating. On (B)(6) 2018, it was reported that the patient did not feel like the device was working. They felt that they were getting worse symptoms; they were unable to void even using a catheter. It was reported that they were very uncomfortable and in pain. Troubleshooting included switching sides and they were able to feel comfortable stimulation. It was reported that the patient still had not been able to void all day on the 14th, even when using a catheter. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device, ubd: unknown, UDI: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from the patient and the hcp via the manufacturer's representative. The patient reported the therapy worked for a week and then stopped working. Patient cut the wires after they became stuck in a zipper and she didn¿t know if the leads were still in her body or not. The patient wanted to go on to implant but was searching for a different hcp. The rep reported that the hcp stated the patient had been difficult and the hcp has dismissed the patient. The patient did not show up to follow up appointments. The hcp let the rep know that the patient had actually cut their trial leads, and the patient did not have any wires in her body when she came for a follow up visit. No further patient complications were reported as a result of this event.